Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an rd900 neopuff infant resuscitator did not register pressure. This was discovered while in use on patients. An alternative resuscitation system was then used. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to our service centre in (B)(4), where it was inspected by a trained fph service engineer. Our investigation is based on the information provided by the regional fph service centre. The fascia and valve system were replaced from the complaint neopuff and were sent to fph (B)(4) for further investigation. Results: inspection of the returned device at the fph service centre in (B)(4), revealed that the tube at the manometer inlet port has come loose from the manometer. Visual inspection of the returned components at fph (B)(4) revealed no damage to the fascia and valve system. Conclusion: the neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The fascia and valve system were replaced by the service centre in (B)(4) and the device was returned to the customer after passing the safety and performance checks.

Event description:
A healthcare facility in (B)(6) reported that an rd900 neopuff infant resuscitator did not register pressure. This was discovered while in use on patients. An alternative resuscitation sytem was then used. No patient consequence was reported.